Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
Additional information reported symptom has resolved.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported that a patient injected with juvéderm® volift¿ to the glabella area. Two days later, "there was a redness resembling occlusion." Patient was treated with antibiotics and steroids. Symptoms ongoing/unresolved.